Event description:
Reporter indicated that pt has experienced decreased breast growth on the side of the implant. Neurosurgeon believes that physical location of the device might be retarding growth of the breast tissue.